Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. Review of the reported event by a health care professional found: heterotopic ossification (ho) is the abnormal and rapid growth of bone that forms within soft tissue as the result of heredity, trauma, surgical history, or diseases of a joint. The rapid and irregular growth of bone often causes a sharp or jutted structure to form, which can result in pain and irritation to the surrounding tissues, bony impingement, or the patient can remain asymptomatic. Radiation or nonsteroidal anti-inflammatory medications are often provided to prevent ho formation. The only treatment, if necessary, is surgical excision or shaving/smoothing out the excess bone. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The root cause of the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.

Event description:
A journal article was obtained that reported a retrospective review of prospectively followed patients who underwent primary transfibular total ankle arthroplasty (taa) performed by dr. (B)(6) in a six (6) year timeframe. The purpose of the study was to report the survivorship and causes of failure of the zimmer biomet implant, and the secondary aim was to describe the functional and radiographic outcomes. The study reviewed 130 patients / 122 ankles with complete minimum 5-year follow up. In all patients, joint replacement was performed using the press-fit zimmer biomet taa implant via a transfibular approach to the ankle. The mean follow-up was 5.9 years (range, 5.0 to 10.1 years). It was reported from a journal article that a patient received a total ankle arthroplasty. Subsequently, the patient underwent medial gutter debridement with retention of components approximately 5 years post implantation due to heterotopic ossification and gutter impingement. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: literature - day, j., fletcher, a. N., motsay, m., manchester, m., arthur, m., zhang, z., & schon, l. C. (2025). Outcomes of transfibular total ankle arthroplasty. Journal of bone and joint surgery, 107(12), e61. Https://doi.org/10.2106/jbjs.24.00983. Multiple MDR reports were filed for this event. Please see the associated reports referenced with applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot), unknown talar(unknown), unknown tibial(unknown). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.